Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 3006705815-2020-33351, 1627487-2020-49091. It was reported that the patient's leads were showing all low impedances. It was found that one of the leads had disconnected from the ipg header. In turn, patient underwent surgical intervention on (B)(6) 2020 wherein the lead was reinserted into the header, resolving the issue and restoring therapy. Note: as it is unknown which lead had disconnected, both leads are being reported.